Event description:
It was reported by service report that the lock tube assembly failed, the fowler bracket was bent and cracked, the base spacer tubes were cracked and the j slot bushing was worn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Lock tube assembly, fowler bracket, base spacer tubes and j slot bushing. The unit was not repaired but was removed from service.